Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer reported a leak. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the pt noted the pillow was damp. It was reported that an unspecified volume of solution leaked from an unspecified location of the tubing set; however, during a visual examination of the tubing set, droplets of solution were noted on the exterior of the tubing set. It was reported that the tubing set was replaced and the therapy was resumed. There were no reported adverse effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided, including if the solution leaked was cleaned up according to the user facility's protocol.